Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with skin dryness and irritation. Gp advised to stop using the product following the skin irritation.